Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of vena cava filters. Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. This type of incident is known complication of the vena cava filter. Compared to the literature, the complaint rate for this type of incident with venatech lp is low and satisfactory. The benefits overweight the risks. No corrective action is currently envisaged. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Initial attempt at placing a venatech lp filter was complicated by the filter not opening up and deploying properly. This resulted in filter migration into the right ventricle and ultimately into the right lower lobe pulmonary artery. The filter never properly deployed. Ultimately, a decision was made to leave the filter as an intentional foreign body, as the risk of attempting to retrieve it outweighed the benefit.